Event description:
During patient run, blood was noticed leaking from pump segment portion of arterial line. Patients blood was not returned.upon inspection of new arterial lines, small indentations were found in the line including the pump segment portion. Unable to determine whether or not this may have been the cause of the above incident.